Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation the error description provided was confirmed, and further defects (blade damaged; interference in the image, leaking between connector and cover, housing and cover worn) were detected. The technical examination of the video laryngoscopes revealed several user-induced defects that led to a failure of the light output. Due to damage to the blade, and a leak between the connector and the cover, liquid can penetrate the interior of the housing where the electronics are located. This damages the circuit board due to a short circuit, which impairs the function responsible for light transmission and image processing which leads to a failure of the light output and interferences in the image. In addition, we would like to call your attention to chapter "3.2 correct handling and product testing" in the corresponding instructions for use (document# (B)(4)) on page 8 and to chapter "5.2.1 visual inspection" and "5.2.2 functional test" on page 15/16. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is a "dim light, adhesive worn out". No patient involvement reported. No negative impact on state of health reported.